Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 29 mm sapien 3 ultra resilia valve in the mitral position within a surgical valve, the 16f esheath+ distal tip was torn. It's noted there was resistance as the valve was going through the tip of the delivery system and it was more difficult to push. There was no damage to any of the other devices and no patient injuries. Clarification verified no pieces separated.

Manufacturer narrative:
A supplemental MDR is being submitted for completion of the investigation. The following sections have been added: b4, g3, g6, h2, h3, h6, h11. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. A 3mensio imagery was provided but imagery of the access site vasculature used was not provided, therefore it is not considered relevant to this complaint event. The device was returned for evaluation. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Visual examination was performed and the following were observed: liner fully expanded as designed. Distal tip torn radially partially circumferentially along distal liner edge and axially. All score lines present (angled, radial, axial). Stretching noted along tip tear; soft tip damage/stretching. Distal liner is slightly bunched and torn approximately 0.25' in length. In this case, the complaint for sheath distal tip torn was confirmed based on the evaluation of the returned device. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process. These factors may increase resistance during advancement of crimped thv through distal tip. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.